Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
1m pmh heart transplant in 2012. Presented in acute decompensated hf w lactic of 2.8, was brought to ccl from cicu for r/lhc and biopsy as pt is s/p transplant. Rhc numbers showed volume overload and slightly reduced ci, iabp placed. Lhc then showed severe lm lesion. Pt brought back to ccl today for impella insertion related to hf shock and hrpci. On arrival to cicu, there was a new hematoma at impella site, so a femo stop was placed above site. Bloody urine was also found. During impella cp implant procedure, there were fluid leak issues due to a damaged 25 cm introducer. The abiomed representative stated abnormal amounts of bleeding around the hemostatic valve and sheath access site. This began after micropuncture for single access. Re-access of the companion sheath at a different angle was attempted, but did not resolve the issue. The 25 cm introducer was removed and exchanged with the 13 cm introducer, which required the impella cp to be removed and a delay to treatment/therapy. During the replacement, there was an evident crack on the 25 cm introducer. The impella was re-implanted and the 13 cm introducer was utilized as a companion sheath for single access without bleeding.

Manufacturer narrative:
Added: b5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: long peel away sheath had bleeding after micropuncture for single access. Decision made to remove and use short sheath. On removal notable crack in long sheath.

Manufacturer narrative:
Corrected: d1, d4 (catalog & serial) hematuria: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event: the cause of the asae was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.